Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had error 113 (reduced water temperature control).

Manufacturer narrative:
As per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had error 113 (reduced water temperature control). As per additional information received on 10feb2023, the device has been repaired at the hospital. The water level sensor was replaced and checked ok. The incident was solved in december, 12.